Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: 32 mm +8 lfit v40 head; 6260-9-332; 52440304. Trident hemispherical cluster hole shell; 502-11-50d; 53569201. Size 2 accolade ii 127 deg; 6721-0230; 53558001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
The solicitors letter reported that the patient was implanted with stryker hip implants on (B)(6) 2016 and that she has experienced significant ongoing difficulties with the left hip since shortly after the operation. The letter further reports that the patient has had physiotherapy but is still unable to walk without the aid of a crutch and experiences ongoing pain and restriction of movement in her left hip almost 2 years after the initial surgery.